Manufacturer narrative:
The user experienced severe hyperglycemia resulting in diabetic ketoacidosis and hospitalization while on ilet therapy. Dka represents acute metabolic decompensation requiring inpatient medical management and is consistent with the reported hospitalization and treatment with IV insulin and fluids. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts; a factory reset was identified in the logs. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hyperglycemia on the reported event date. The hyperglycemia began following an infusion set change, indicating impaired insulin delivery likely due to an issue along the fluid pathway. The user also reported a comorbid condition that may have contributed to the severity of the event. Based on available information, a device malfunction was not identified, and the event remains cause not established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 02-mar-2026, it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 583 mg/dl, resulting in diabetic ketoacidosis (dka). The user was admitted on (B)(6) 2026, treated with IV insulin, IV fluids, and medication for comorbid conditions, and discharged (B)(6) 2026. No long-term health effects were reported.